Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported scratches on the screen made difficult to read, received insulin flow block alert, stated buttons were little stiffer and battery tends to fall off from the battery cap while changing the battery. Troubleshooting was declined by the customer. It is unknown whether the issue was resolved or not. No harm requiring medical intervention was reported. The device will not be returned for failure analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
S/w version 5.2 a retainer = black case type = ngp customer returned pump for an alleged no delivery/occlusion alarm/keypad unresponsive/button error alarm/battery cap cracked/damaged/cosmetic damage at the lcd screen found on (B)(6) 2023. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons function properly and no unexpected no delivery/occlusion alarm or stuck keypad alarm noted during testing. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace found stuck button error alarm on (B)(6) 2023 at 11:08:54. No unexpected no delivery alarm found in the pump history around the event date. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the keypad assembly, electronic assembly, motor assembly and force sensor assembly. The j1 connector on pcba 1 was locked properly during visual inspection. The force sensor measurement was within spec range (23.8 mv). Pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing battery cap contact, minor scratched lcd window, faded serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and cracked select button keypad overlay. No delivery/occlusion alarm was not confirmed. Keypad unresponsive/button error alarm not confirmed. Battery cap cracked/damaged was confirmed. Cosmetic damage confirmed at the lcd screen. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.